Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced erratic stimulation and shocking from their implantable neurostimulator (ins). It was noted that it would "electrify her eyeballs" with positional movement. The reporter stated that the stimulation used to be consistent. The patient spoke to the manufacturer's representative about the issue who then talked to the doctor and it was "ok" .however, the reporter did not agree. The indications for use were noted as failed back surgery syndrome and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See also manufacturer's report #3004209178-2015-12411 for the previous lead migration issue

Event description:
Follow up information reported that troubleshooting performed for the issue included evaluation by the manufacturer's representative three times and fluoroscopy of the leads and ins. The cause of the erratic stimulation/shocking issue was not determined. Actions taken to resolve the issue included decreasing the amplitude, increasing frequency, and decreasing the pulse width. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).